Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized due to a virus preventing her insulin from working. Customer's blood glucose was 545 mg/dl. Customer was diagnosed with a super virus. Customer stated she could tell that her blood glucose was not going down even with boluses. Customer reached doctor and was informed she had a super virus. Customer stated she went through a ten point test prior to being admitted which caused her blood glucose to go higher. Customer was but on an IV. Customer states she does not blame the insulin pump for not bringing her blood glucose down. Customer declined troubleshooting because she does not believe the issue was caused by the insulin pump. No further information reported.